Event description:
The rptr stated that the female end came off the tubing and leaked. It was further stated in the customer correspondence that the unit was cracked at the end. There was no pt injury or treatment associated with this event.